Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found the lens of the charged coupled device (ccd) was dirty. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the blurry image was damaged to the ccd lens. The most likely cause of the dirty ccd lens was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had image is not clear and is blurred on the screen during procedure. There were no reports of patient harm.